Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead.

Event description:
It was reported that right ventricular (rv) lead t-wave oversensing (twos) was observed. There were no clinical actions taken and the patient is scheduled to be seen again in one year. The rv lead remains in use. No patient complications have been reported as a result of this event.